Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was provided. The customer reported that switching out the reservoir solved the no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir & connector into a paradigm pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.